Event description:
Surgery performed (B)(6) 2005 for pelvic organ prolapse using monarc sling mfg by american medical systems (B)(4) lot# 4d4562047 which resulted in bladder infections, painful intercourse, bleeding and continued pain. On (B)(6), 2009, the mesh and sling extrusion occurred into the right and left side of the vagina. Surgery performed (B)(6)2009 removing the sling with the attempt at removing the mesh fibers. Surgery performed again on (B)(6) 2009 removing the mesh fibers from the vagina area. Complications continue with pain in the outside and inside of vagina area along with painful intercourse. On (B)(6), 2009 the mesh and sling extrusion occurred into the right and left side of the vagina. Surgery performed (B)(6) 2009 removing the sling with the attempt at removing the mesh fibers. Surgery performed again on (B)(6) 2009 removing the mesh fibers from the vagina area. Complications continues with pain outside and scarring inside the vagina long resulting in painful intercourse.